Manufacturer narrative:
(B)(4). A medtronic representative visited the site and confirmed that the device had a stripped screw that prevented the device from properly tightening. There were no other issues found with the navigation system. The site has not replaced the device.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the surgeon stated that the last thumbscrew on their biopsy precision aiming device was difficult to tighten all the way. Ultimately the surgeon did get the instrument to tighten and deemed it held the equipment as needed. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Lot # and device manufacture date now provided.